Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited high pressure alarm and did not ran. Subsequently, the patient switched to backup pump and there was no interruption to therapy. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.